Event description:
As reported by the edwards lifesciences affiliate in germany, on post-operative day (pod) 5, edwards received notification of an evoque procedure in tricuspid position where on pod 5, the patient experienced third-degree av block and bradycardia 20 bpm, along with presyncope and a junctional escape rhythm. Orciprenaline intravenous infusion for stabilization of the heart rate was administered. The patient was stable thereafter, and did not experience dizziness nor syncope. Pacemaker was implanted on pod 8.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. The complaint for valve function/performance - valve interacts with conduction system was confirmed with other empirical evidence via information reported via as per medical opinion. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.